Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles and having difficulty breathing, chest cold, sinus infection, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles and having difficulty breathing, chest cold, sinus infection, sore throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cored, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The device was likely reset prior to pil receipt due to machine hours being 4729.1 and the therapy and blower hours being 0. The internal investigations showed that there was no evidence of sound abatement foam degradation. It was noted that one of the screw posts for the pca was broken off the blower box. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.